Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt has been treated for a percutaneous lead infection since (B)(6) 2012. He has been hospitalized since that time and has been receiving antibiotic therapy. The pt has continued in the hospital and in the last week started to have hemolysis, increased ldh levels to 300+ with no changes noted in plasma free hbg. The pt then started to have slight increases in power so he was taken to cath lab for tpa to be put through the pump. Initially the pt had slight decrease in powers, but then the power started to increase again. By friday pt had sustained powers in 13-16w range and on echo minimal to no flow was noted going through the pump. The following day, the pt was taken to the operating room and the lvad pump was explanted. A felt plug was created and placed in the apical sewing ring. The pt left the operating room with an intra-aortic balloon pump (iabp) in place.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.